Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 has been diagnosed as opacified. Visual acuity reported as 2/10. The lens remains implanted with no indication whether the surgeon plans to explant. No further info is available at this time.